Event description:
A male pt was being treated for a knee problem with electrotherapy and received a skin burn. The clinician was using the interferential electrotherapy waveform to treat the pt. The clinician adjusted the output intensity to pt tolerance. The clinician could not recall the remaining treatment parameters. The treatment time was for 15 minutes. The clinician could not recall the size and type of electrode. The pt completed the treatment without incident. The pt returned for a follow up electrotherapy treatment. The pt noted the skin burn to the clinician. The skin burn was 2nd degree. The skin burn was the same size as the application electrode used to deliver the treatment. The pt did not require medical treatment for the injury. The clinician delayed additional electrotherapy treatment in the area. This is one of two pts.